Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 [date of submission 06/07/2011] - device evaluation: the pump was returned and evaluated by product analysis on 05/10/2011, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter reported a blood glucose level of "285 mg/dl" but denied that the patient had any symptoms of thirst or frequent urination. The patient was not tested for ketones. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values or symptoms that meet animas' criteria for a serious injury.